Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed as the product was not returned for inspection. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined as the device was not returned. Corrective action: CAPA was raised on 17-apr-2013 to evaluate the design of the ankle clamp and further investigate the root cause. Root cause was determined to be design related; the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014. Device not returned to the manufacturer.

Event description:
It is reported by (B)(6), male nurse of the hospital, that the ankle clamp broke. Replacement was available.